Event description:
It was reported that the pump had a motor drive error. No patient injury was reported.

Manufacturer narrative:
No information has been provided to date. A device history record (DHR) review was not applicable or relevant because the results of the complaint investigation did not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. Top case was chipped in front corner, right plunger case and battery door were cracked. A review of the event history log identified motor rate error. Functional testing was done using the occlusion test. The reported problem was duplicated during testing. The root cause of the reported issue was found to be a combination of an old, dirty and worn out main board, motor assembly, worm gear, leadscrew, and clutch halves. This wear was regarded as normal wear as the pump was over 12 years old. The main board, motor assembly (stepper motor included), worm gear, leadscrew and clutch halves were replaced to resolve the reported problem. This MDR was generated under protocol (B)(4).